Event description:
Additional information received from the healthcare provider via a clinical study indicated that at the time of routine catheter evaluation, the physician was unable to access the catheter access port or withdraw fluid from the catheter. It was noted that at the time of pump replacement surgery, the catheter was found to be patent. The pump was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# j11153r44 implanted: (B)(6) 2002 product type catheter product ID 8711 lot# j10949r16 implanted: (B)(6) 2001 product type catheter product ID th90t01 product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was flipping in the patient's pocket and due to that he was having personal therapy manager ptm issues. A pump replacement was scheduled.